Event description:
The ICD was implanted in 2001. One month post implant, the battery voltage measured 26v. The patient was scheduled for a 1-month follow-up. During follow-up 3 months later, communication could not be established. The decision was made to explant the device.